Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the test results are inaccurate erratic. The patient reported meter readings compared with the same meter, however the only results specified were "over 100 pts difference between the two readings." The issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.